Event description:
The customer complained that a a rh(d) positive donor yielded a false negative result with an anti-d reagent and anti-human globulin anti-igg, -c3d; polyspecific. The customer had returned the supposedly defective product but not the sample that had caused a false negative result. Our quality control laboratory tested the allegedly defective anti-human globulin anti-igg, -c3d; polyspecific sample. All positive and negative reactions were correct. We did not observe any false negative reactions. Now the customer informed us about the anti-d reagent he used for his testing. The customer had used an monoclonal anti-d reagent of igm type which is not suited for the use with anti-human globulin anti-igg, -c3d; polyspecific. He should have used seraclone anti-d (rh1) blend instead which contains antibodies of igm and igg type and is suited for the anti-human globulin technique. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg, -c3d; polyspecific functions correctly. The complaint was caused by a customer's handling´s error. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer complained that a rh(d) positive donor yielded a false negative result with an anti-d reagent and anti-human globulin anti-igg, -c3d; polyspecific. The customer had returned the supposedly defective product but not the sample that had caused a false negative result. Our quality control laboratory tested the allegedly defective anti-human globulin anti-igg, -c3d; polyspecific sample. All positive and negative reactions were correct. We did not observe any false negative reactions. According to the information provided by the customer we strongly believe that the customer had used a wrong anti-d reagent. The customer reported using a monoclonal anti-d reagent of igm type which is not suited for the use with anti-human globulin anti-igg, -c3d; polyspecific. Instead, the customer should have used seraclone anti-d (rh1) blend which contains antibodies of igm and igg type and is suited for the anti-human globulin technique. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg, -c3d; polyspecific functions correctly. A customer's handling´s error can not be excluded. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. For our final report, we are still awaiting the customer's re-confirmation which type of anti-d reagent he used for this testing.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.